Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the mother of the patient contacted lifescan (lfs) on behalf of the lay-user/patient alleging the one touch ultra2 giving erratic readings. The complaint is classified based on the documentation of the customer care advocate (cca) and the recorded call. The patient is a newly diagnosed diabetic. On two days earlier at 6:30pm, the patient reported blood glucose results of "496 and 557 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% and/or <=20 mg/dl. After the reporter obtained the relatively high readings from the patient, she treated the patient with an increase dose of insulin (1.5 units of humalog). The patient did not have any high symptoms while obtaining results of "496 and 557 mg/dl." However, after the increase insulin was administered, the patient developed perceived low symptoms of "irritable, irritated, bumping into things." The patient did not require medical intervention due to the reported issue. During the troubleshooting, the cca verified that the patient had been using the correct testing technique, the puncture area was clean properly, the meter was coded correctly, the meter is reading right side up, the correct unit of measurement was used, the meter's memory matched the reported results, and the sample source were from an approved test site. The reporter stated that a passing control solution test was run on the meter. This complaint is being reported because the patient was asymptomatic with blood glucose results of "496 and 557 mg/dl." After the patient was given an increased insulin dose based on the elevated readings, he developed hypoglycemic symptoms. The meter, test strip, and control solution were replaced.